Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that label error occurred before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "the labels came off." 100 occurrences were reported.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "the labels came off." 100 occurrences were reported.